Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress tested in simv mode, compressor, o2, exhalation backup valve, and auto valve calibration testing without duplicating the report. The flow screens were inspected and found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device failed to provide breath to the patient. Complainant indicated that the clinician bag ventilated to continue treating the patient. A backup device was later obtained. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.